Manufacturer narrative:
Product event summary: battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. The problem was verified when the battery was connected to a charger and no indicator lights were active. The battery case was opened and the problem was further traced to a damaged resistor (r19). This confirmed the reported event that the battery was not fully charging. Further testing showed that in addition to the damage resistor, one of the wires for the thermistor in the cable had an open circuit. The actual cause for the battery not charging was a damaged resistor (r19). It appears that the damage was likely done during the assembly process. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller showed a red charging light for the battery. The battery was replaced. No patient complications have been reported as a result of this event.